Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported a low tidal volume issue. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The manufacturer¿s international service technician confirmed the reported low tidal volume issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The ventilator is back in service.